Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by cloudy effluent and abdominal pain. On the same day, the patient was hospitalized for the event. The patient was treated with cefazolin (dose, route, and frequency not reported) and intraperitoneal zidimbiotic (one gram, everyday) for peritonitis. Ten days after admission to the hospital, treatment with cefazolin and zidimbiotic was withdrawn. Eleven days after being admitted to the hospital, the patient began treatment with tienam (one gram, everyday, route not reported) and intraperitoneal proxacin (200 milligram, everyday) for peritonitis. Fifteen days after admission to the hospital, treatment with tienam and proxacin was withdrawn, dianeal therapies were discontinued and the patient was placed on hemodialysis therapy. The patient was discharged from the hospital thirty-one days after admission. At the time of this report, the patient was not recovered from the peritonitis event. It was not reported if the patient was retrained on aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.